Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient¿s concern of the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: brown particles on the shell and gel are observed. Wear abrasion is observed. Crease fold is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth implants due to the patient¿s concern of the product. The device has been explanted.